Event description:
It was reported that during a lap nephrectomy procedure, the white tissue pad started to peel off during the procedure. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 01/08/2009. Information anticipated, but unavailable at this time.